Event description:
Caller updated time, personal profile, or biq/ciq settings, including sleep schedules, with assistance from cts. No previous settings resulted in blood glucose levels above 500 mg/dl or below 54 mg/dl; it was confirmed that no adverse impact to the customer's blood glucose level occurred. Cts assisted in updating pump time and advised caller to monitor and follow up if time discrepancy greater than five minutes recurred. Caller understood and acknowledged advice.